Event description:
It was reported that the patients right ventricular (rv) lead exhibited diminished sensing. The lead remains in use. No patient complications have been reported as a result of this event.